Event description:
Two endeavor sprint rx drug eluting stents were implanted during index procedure. One endeavor sprint stent (3.50 x 30mm) was successfully deployed to mid rca and one endeavor sprint stent (3.00 x 18mm) was successfully deployed to distal rca. Patient was asymptomatic / free of symptoms at 30 day and 6 month follow up. Approximately 7 month 2 weeks later, patient underwent revascularization of proximal rca to treat myocardial infarction. Ref MFR# 9612164-2011-01600, 9612164-2011-01601.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).

Manufacturer narrative:
Additional information: the previously reported revascularisation was carried out using bare metal stenting. The patient is in remission.